Manufacturer narrative:
The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. It was reported that the coil loop in parent vessel because the stent did not fully cover the aneurysm neck and allowed room for the coil to escape. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that one day post procedure CT scan shows one coil had partially come out of the aneurysm. The patient was treated for a large middle cerebral artery (mca) bifurcation aneurysm with a stent assisted coiling with five axium coils. The procedure was completed successfully with no device issue. CT scan performed one day post procedure revealed a coil had partially come out of the large aneurysm into the parent vessel. The patient was sent for angiogram which confirmed the CT findings. The physician could not determined which one of the five implanted coils had looped in the parent vessel. It was reported that the coil loop in parent vessel because the stent did not fully cover the aneurysm neck and allowed room for the coil to escape. However, the physician decided to leave the coil because it was non-occlusive. The patient received dual-antiplatelet treatment prior to procedure. The patient did not have any thrombosis around the coil. The patient was reported to have dysarthria and weakness post procedure which have been resolved since. The patient is currently fine.